Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of pr 12302753; however, the customer confirmed that the complaint sample was from lot 24095559. The feedback provided by the customer states that, " the needle-free connector was found to be blocked." Further information from the customer has stated that complete blockage was observed during pre-filling with saline. The medication was stored at room temperature and weigao was the connecting product used. Delay in patient treatment has been observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24095559 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2025, when the nurse was changing the infusion connector for the patient, she connected the needleless infusion connector and there was no reaction when exhausting. After checking, it was found that the needleless connector was blocked. After replacing it with a new needleless connector, the exhaust was unobstructed and no harm was caused to the patient. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? Pre-fill period please confirm what medication was being administered during the event? Saline. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Medication stored at room temperature. Please confirm the make and model of the connecting products? Weigao. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? No visible defects. Please confirm if the connecting product has a luer slip or luer lock connection? Lure connection. Please confirm whether the flow was completely or partially blocked? Completely blocked. Please confirm if there is any patient impact? Delayed patient treatment replace with a new infusion connector.